Manufacturer narrative:
The product has not been returned. No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture. No mechanical issue was experienced with the lead. Evidence suggests a possible lead damage. The patient underwent a surgical intervention to remove the lead and implant a new one. No additional adverse patient effects were reported.